Event description:
The customer stated he was hospitalized for high blood glucose. The customer reported a blood glucose reading of 718 mg/dl during the phone call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the self-test as well as the high pressure test. During the prime test, there were no alarms but the customer stated that insulin did not exit. Advised the customer to discontinue using the insulin pump and to revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.